Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8416700, model: sc-8416-70, serial: (B)(4) batch: 21355313.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. It was noted that the patient had to go to the emergency room (ER) and had the scs system removed. The patient was doing well post-operatively. The explanted devices will not be returned as they were discarded by the medical facility. No further information has been obtained despite good faith efforts.